Event description:
(B)(4): distribution partner (B)(4) informed us on (B)(6) 2015 about the following product problem: it was reported the lead readily "pops out" after it is tightened in the external pacing generator. There was no patient involvement and the product remains in the catherization lab.